Event description:
The customer reported via phone call that they were dispatched through emergency medical services to the emergency room due to low blood glucose level on (B)(6) 2022. Customer¿s blood glucose level was 25 mg/dl at the time of hospitalization. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer alleges insulin pump was over delivering insulin due to multiple occurrences of low blood glucose level. Customer was assisted with troubleshooting for low blood glucose level. No further patient complication were reported. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.